Manufacturer narrative:
The medtronic field engineer evaluated the ventilator and replaced power switch. After repair, the ventilator passed all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated an alarm, power went shutdown and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Additional information requested.

Manufacturer narrative:
Additional codes added to section h6 evaluation code - result. Device investigation summary: one power switch assembly was returned to medtronic for further analysis. A visual inspection was conducted and the plastic retaining clip on the switch connector was broken. The unit was attached to the failure investigation test ventilator for analysis and powered up the unit. The unit passed power on self test (post) and performed all tests, calibrations successfully without any errors. The unit was put into normal ventilation mode for 24 hours, no errors occurred. However, any manipulation or vibration of the switch connector would cause it to come loose from the ventilator cable harness which would then cause the ventilator to shut down, with an independent alarm sounding for at least two minutes. This was due to the damaged plastic retaining clip. It is not possible to determine how or where this damage occurred. The cause of the observed condition was determined to be the damaged plastic retaining clip. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.